Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that a bone screw (part # 50-20412) shredded, during surgery, after getting 3/4 of the way in. At which point, the bone screw snapped off. The surgery was completed successfully, and a piece of the screw will be sent back for investigation.

Manufacturer narrative:
The reported event could be confirmed; the screw is broken. The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
A company representative reported that a bone screw (part # 50-20412) shredded, during surgery, after getting 3/4 of the way in. At which point, the bone screw snapped off. The surgery was completed successfully, and a piece of the screw will be sent back for investigation.